Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when removed, the needle separates from the base. The patient's infusion treatment has been completed. Defects occurred after use. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached safety mechanism is confirmed and was determined to be use related. One 20 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed the safety mechanism was fully detached from the needle of the device. Use residue was observed throughout the returned sample. The metal sleeve of the safety mechanism was observed to be present. A microscopic observation revealed longitudinal scratches along the needle shaft, particularly just proximal to the opening of the needle tip. This damage on the needle shaft was likely caused by the safety mechanism scraping the needle shaft as it was pulled over the slight bend near the needle tip, suggesting excessive force may have been applied while activating the safety mechanism. This complaint will be recorded for future trending and monitoring purposes.